Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the customer was contacted for additional information regarding the alleged event. The statement of "exploded" eludes to the customer hearing a popping/loud noise from the device. No combustion was observed. There was a smell of smoke, however no visible smoke was present. The device battery area appeared swollen after the loud noise. The patient had been charging the pdm and there was a error message with a yellow symbol that was observed. The device has since been discarded and is unavailable for evaluation.